Manufacturer narrative:
(B)(4). The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints have been reported for this failure mode within this lot. Volcano's clinical affairs reviewed the known facts concluding that the cause of the pulmonary embolism after placement of the vcf is unknown. Given the clinical scenario and the medical history of cancer with suspicions of other malignancy, a coagulopathy disorder may have been present. The patient was successfully treated with anticoagulation and mechanical thrombectomy along with the gold standard of care for a pe. The crux vcf was inserted and removed without complications. The patients discharge date and any other clinical information post crux vcf removal is unknown at this time. To date the device has not been returned for evaluation. A supplemental report will be submitted when the manufacturer's evaluation of the device is complete.

Event description:
It was reported that a routine crux vcf placement in the infra renal inferior vena cava via right femoral access on (B)(6) 2013. The procedure was reported to be as unremarkable. The patient was to return in 6-10 weeks for scheduled filter removal. On (B)(6) 2013 the patient presented with shortness of breath, appeared "ashen" and was noted to be in distress. On this date he was admitted in the hospital and received a chest x-ray and CT confirming a pulmonary embolism. Per physician statement, the CT showed significant saddle thrombi noted in right and left pulmonary arteries, the larger being on the right side. Patient had no right heart strain nor was he positive for troponin. The patient was put on heparin and o2 and his symptoms were relieved. Duplex ultrasound revealed bilateral, lower limb thrombus up to the level of the vcf consistent with his deep venous thrombus (dvt) symptoms. No information was available at the time on any potential coagulopathy or new malignancy. On (B)(6) 2013, the patient showed signs of clinical improvement, no longer requiring o2 when at rest. A repeat duplex was performed and showed similar clot burden up to the level of the filter. On (B)(6) 2013, the patient's dvt symptoms worsened. The patient was treated in the operating room with mechanical thrombectomy to relieve the clot burden in the veins of the lower extremities and iliac veins. Infusion catheters (ekosonics) were placed through the thrombus and filter areas and thrombolysis with tissue plasminogen activator (tpa) was initiated. On (B)(6) 2013, the dvt was relieved by the infusion of tpa up to the level of the iliac veins. However, thrombus remained in the ivc and filter and appeared to extend above the web portion. The treating physician chose to extend the infusion time an additional day. On (B)(6) 2013, a vena cavagram revealed that the dvt and filter thrombus was resolved. The filter was retrieved using standard technique with no incident. No other competitive filter was implanted. As of this update from the treating physician, no further information was available on any malignancy or coagulopathy.